Manufacturer narrative:
E1. Initial reporter address: (B)(6) hospital, initial reporter facility name: (B)(6)hospital investigation summary: bd received twenty-nine (29) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for cracked holder with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of cracked product and pierced sleeves was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked product. This complaint is unable to be confirmed for the indicated failure mode of pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the needle was skewed to one side, and the hub was cracked. No adverse impact was reported regarding the patient or user.